Manufacturer narrative:
Evaluation revealed the broken nail and the broken locking screw to be the primary products. The other items reported are considered associated products. Remark: the event description only states the breakage of the gamma3 nail; the breakage of the locking screw was not reported. Failures in material or manufacturing of the nail kit and the locking screw returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail and the locking screw returned. The affected items reported were documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail and locking screw have been implanted in (B)(6) 2014 and were found to be broken in (B)(6) 2015, which means an implantation duration of 14.5 months. The received nail is completely broken in the webs of the proximal lag screw thru hole. The locking screw is completely broken approx. Midshaft. According to the damage and the evidences of the breakage surfaces, the nail and the screw broke in a fatigue fracture due to massive axial overload. The root cause of the reported event is already stated in the op-report of the revision surgery ¿non-union of fragments dorsal¿pseudarthrosis¿. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole of the nail indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the breakages of both the nail and the locking screw are not linked to a deficiency of the devices, but are rather considered patient related (non-union). The reported non-union of the fracture site and the resulting prolonged axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture (and the fatigue fracture of the locking screw, as well) after an implantation duration of more than 14 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital, that the gamma nail broke. New information (B)(6) 2015: upon product inspection it was discovered that one of the locking screws was received broken.